Event description:
It was reported that the customer passed away in the intensive care unit of a hospital. The cause of death was bleeding in the brain. The caller stated that the customer was taken to the hospital on (B)(6) 2015 at 2am. The customer became unresponsive, so the paramedics were called. The customer's blood glucose and blood pressure were high. A cat scan was done which revealed a massive bleed in the customer's brain. The customer's blood glucose, at the time of death, is unknown. The last know reading was from the glucose meter on (B)(6) 2015 at 9:18pm and it read high. The customer had pancreas and kidney disease and was on the list. The customer was not wearing the insulin pump at the time of death; he had been disconnected for two hours prior to passing. The caller removed the insulin pump when the paramedics had arrived. The customer did not use sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, scratched case, scratched reservoir tube window and a cracked reservoir tube lip. The daily total of insulin delivered was 30.800 units on (B)(6) 2015, 30.150 units on (B)(6) 2015, 31.750 units on (B)(6) 2015, 37.550 units on (B)(6) 2015, 34.450 units on (B)(6) 2015, 51.500 units on (B)(6) 2015, and 5.700 units on (B)(6) 2015. The insulin pump was suspended on (B)(6) 2015.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.